Manufacturer narrative:
The calcium reagent lot number was 790795. The reagent expiration date was requested, but not provided. Calibration and controls were acceptable. The field service engineer performed adjustments and functionality checks. The vacuum vessel aspiration was not correct. Valves were disassembled and corrected. The sample probe was adjusted. Precision testing was performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen. 2 on a cobas 8000 c 702 module. The sample initially resulted in a calcium value of 5.71 mg/dl and repeated as 8.14 mg/dl.